Event description:
It was reported that during a stent procedure the physician was not able to get the delivery system past the bend in the circumflex artery. The delivery system was pulled back into the guiding catheter, (not according to the IFU), and the stent was lost in the coronary artery. A snare device was used to retrieve the stent. Two additional stents were placed to complete the procedure. There was a good angiographic result.